Event description:
It was reported that the this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an error message. In addition, the s-ICD recorded an alert as sensing was not fully optimized due to a lack of a reference subcutaneous electrogram (s-ECG) template. A request was made to have data from this device analyzed and data analysis confirmed that this s-ICD has been experiencing recurring memory errors and device replacement was recommended. Currently, this s-ICD remains in service and no adverse patient effects were reported.